Event description:
It was reported that during the procedure to treat a mildly calcified, concentric, 90% stenosed, de novo, 15-millimeter (mm) lesion in the 3mm diameter mildly tortuous mid right coronary artery, pre-dilatation was performed followed by successful deployment of a xience xpedition stent. A 3.5x12 nc trek rx balloon dilatation catheter (bdc) was then advanced to the stent without resistance to perform routine post-dilatation. The balloon was inflated once to approximately 5 atmospheres (atm). During the 2nd inflation, the nc trek rx balloon ruptured at 8 atm after 3 seconds. The bdc was withdrawn easily from the stent. A 3.5x8 nc trek rx was advanced and successfully performed post-dilatation, completing the procedure. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received a 3.5x12 nc trek rx balloon dilatation catheter; the reported balloon rupture was not able to be confirmed and no issue was noted with this returned device. Additional information received indicated that an incorrect device was returned and the complaint device was discarded; the correct complaint device was also a 3.5x12 nc trek rx, but from a different lot. The returned device had been used in a different procedure without any issues. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight universal; guide catheter: mach 1; stent: xience xpedition. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.